Event description:
Inferior vena cava (ivc) filter placed. Upon attempt to retrieve using kit was unsuccessful. The device did not come with sheath through internal jugular (ij) vein. The patient had surgery to remove and thrombus found at that time. Not known if problem was with ivc filter or the retrieval kit.